Manufacturer narrative:
The prograsp forceps has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a prograsp instrument broke - a pin fell out, and the jaw would not open or close. The fragment was retrieved during the same procedure; there was nothing left in the patient. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.